Event description:
The ge oec 7600 fluoroscopy sys went dark during a procedure. A reboot failed to restore functionality and the sys was removed from service.

Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the monitor assembly to repair the malfunction. The sys was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.